Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
This incident was reported by healthcare provider (hcp), and limited information has been made available. According to the information provided, the patient was treated for a corneal ulcer. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown location, size or severity of the reported ulcer, unknown treatment(s) and unknown patient resolution, and the potential for serious or permanent injury, or medication or medical intervention necessary to prevent or preclude such occurrence, with some corneal ulcer events. Should further information become available, a follow-up report will be submitted as appropriate.